Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Hospital can not locate device.

Event description:
The penumbra pump aspiration tubing was attached from the penumbra system reperfusion catheter 054 to the pump. The physician felt there was an issue with the tubing and suction. He replaced the tubing and completed the case without issue.